Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, the water in the foley catheter balloon did not drain. Per follow up information received via ibc on 30may2025, customer confirmed that event occurred before using on patient.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 all-silicone temp sensing foley catheter with sample port connector and packaging label. Verified material number 119314, batch number myjn5551 and manufacturing lot number nghw1730. The catheter balloon was filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe. Inflated balloon showed concentricity 100/0 was observed. The catheter balloon 10ml is deflated within 01min16sec.this is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, the water in the foley catheter balloon did not drain. Per follow up information received via ibc on 30may2025, customer confirmed that event occurred before using on patient. Per notification from investigator on 30dec2025, it was reported that balloon concentricity 100/0 was found during sample evaluation on 20oct2025.